Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark

Event description:
Reference number (B)(4). Event occurred in denmark it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high for less than one hour which was treated using insulin pump. No further information available.